Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and batteries were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated (B)(6) met all requirements for release. Log file analysis revealed that the controller in use during the reported event, (B)(6) , contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed multiple power disconnect alarms involving (B)(6) since 20/jul/2020. During the power disconnect alarm a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Additionally, log files also revealed two controller power up events on (B)(6) 2020 at 17:20:25 and on (B)(6) 2020 at 07:01:56. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 21% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 42% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 17 seconds and 7 seconds respectively. As a result, the reported loss of power and power disconnect alarms events were confirmed. However, the reported no power from battery and damaged cables could not be confirmed. Based on the available information, a possible root cause of the reported power disconnect alarms event could be attributed, but not limited, to a battery malfunction. A possible root cause of the losses of power can be attributed to a battery malfunction, disconnection of both power sources and/or intermittent disconnection on one or both power sources. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to a damaged cable, an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. The most likely root cause of the reported damaged cable event can be attributed, but not limited, to wear and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-may-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 19-may-2018, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system ¿ battery,model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-mar-2016, labeled for single use: no, (B)(4), brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 31-mar-2016, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery was not providing power when connected to the controller. One of the batteries exhibited a cracked cable, and one of the batteries exhibited a cracked cable with power disconnect and a ventricular assist device (vad) stop. There were power disconnect alarms. The controller exhibited an unexpected loss of power. The controller remains in use and the batteries were exchanged. No patient complications have been reported as a result of this event.